Event description:
It was reported that insulin squirted out during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to loose motor drive support disk. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly.